Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported that as he was wearing the v-go the needle button popped out. The patient placed the v-go on his lower abdomen.